Event description:
It was reported that an ilet user experienced a mechanical issue in which the cartridge was stuck in the device, consistent with a failure to disconnect involving the reservoir component. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Customer care provided assistance that included troubleshooting and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the reservoir that aligned with a failure-to-disconnect event. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.